Event description:
Healthcare professional reported left side seroma and double capsule. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported left side "recurrent seroma", "abundant periprosthetic fluid", and double capsule. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to b4 report date from the initial medwatch: date should be 13/feb/2025. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ double capsule: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: seroma-late: unable to observe as it is not related to the manufacturing process. Double capsule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "recurrent seroma", "abundant periprosthetic fluid", and double capsule. The device has been explanted and replaced with another manufacturer's device.